Event description:
Reportedly, to treat the heavily calcified lesion at lad #6 of the pt who complained the chest pain and whose vein graft to lad was found occluded, retrograde approach through collateral was made with the subject guidewire and crossing lesion was attempted. It was noticed that the tip of the guidewire was trapped in the lesion, and durin the attempt of removal, the guidewire was broken in the catheter shaft which the guidewire was advanced through. During removal with snare and/or additional guidewires, the separated portion of the subject guidewire was fractured again at it tip end. Fractured proximal part was found carried down to internal iliac artery, retrieval of this par twas attempted from right femoral artery, however failed. Since no bleeding was observed and it was though the fractured parts may not cause impact to the organs, two separated fracture were left at coronary artery and iliac artery at the physician's discretion.

Manufacturer narrative:
Only the guidewire shaft was returned. Investigation revealed guidewire was broken at 31cm its distal end, and sem observation revealed the trace that the shaft was suffered from repeated bends. Lot history review revealed no anomaly relating with the reported event. With the provided information and the outcomes of investigation, it is inferred that bending force worked locally and focally to the breakage site during the procedure, due to supposedly the vessel running form, etc., resulting the breakage due to accumulated force which exceeded the products design limit.